Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: a patient of undisclosed gender and age underwent an ercp procedure in which the cotton-leung biliary stent, g21469, was used. End user loaded the stent on the delivery system. The scope used was an olympus ercp scope model tjf-190v and an oa-10 introducer.(pr (B)(4)) the stent would not go through the cap of scope as it kept kinking and bending. The proximal end, where the flap is, the stent got stuck, kinked and bent. The end user removed the device from the patient and completed the procedure with a competitors scope. A section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. Another stent placement. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 2.1 for all complaints, ask: does the complaint relate to: ¿ device placement **** this one**** ¿ device removal ¿ observation prior to patient contact what was the target location for the stent? Bile duct please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Kept on a humidity and light controlled shelf. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Same wire guide in the dash-480 g25227, .025 480 metro was the wire guide lubricated prior to use? Kept wet with water was the wire guide inspected for damage prior to use? Yes was the device at the center of the complaint inspected for damage prior to use? Yes were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes ¿ if yes, please indicate the procedure performed. Sphincterotomy did the patient involved exhibit altered anatomy or tortuous anatomy? No if not with the device in question, how was the procedure finished? Used a competitors what intervention (if any) was required? None was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a were any other defects observed on the device prior to return (other than the reported complaint issue? No ¿ if yes, please detail any other defects observed. 2.2 for complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus ercp scope model tjf-190v does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Bile duct ¿ if other, please specify. Was resistance encountered when advancing the wire guide to the target location? N/a was resistance encountered when advancing the introduction system in place to the target location? N/a ¿ how did the physician deal with this resistance? N/a how did the physician determine the length of the stent to be used for the procedure? N/a where was the stricture located in the duct? N/a was the stricture dilated prior to placing the device? N/a ¿ if so, please indicate what device(s) were used. N/a was resistance encountered when advancing the stent through the obstructed area? N/a after placement, was stent position verified? N/a ¿ if yes, please describe how. Please estimate the amount of time the stent was in place prior to this occurrence. N/a did any section of the device detach inside the endoscope or patient? No ¿ if yes, please specify what section of the device broke off: please indicate whether the device broke in the endoscope or in the patient. N/a was the broken device retrieved? N/a ¿ if yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a ¿ if yes, please indicate what modifications were made: please indicate why the modifications were necessary. N/a please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. N/a did the patient require any additional procedures as a result of this event? N/a what intervention (if any) was required? N/a was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a ¿ if yes, please specify what was observed and where on the device it was observed.